Event description:
It was reported by the patient that they were around particular "electronic doors" at the jail, and they would feel a sensation. The patient stated trying to stay away from them and it seemed like there was a magnetic wave there. The patient reported that "every time it opens and closes, I can feel it" and it "makes my defibrillator vibrate". The patient also stated, "pretty sure I had a heart attack one day" and their "heart hurt so bad". The patient stated that they had to call 911 and went to the hospital. The patient was ¿so dazed and out of my mind and headed out the door.¿ the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.